Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable and visual evidence provided by the site revealed evidence of self-repair done by the patient and, once the self-repair was removed, driveline outer sheath damage, discoloration, and damage to the inner lumen, leading to exposed insulated cable wires, was revealed. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the driveline outer sheath damage and observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the self-repair event can be attributed to the reported patient repairing the driveline as described in the event details. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time after the sheath damage left the inner lumen exposed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable/sheath was damaged.  The dl was presented in a sheath made of deep-sea fishing line, approximately 8 inches on the distal dl end.  There was another patient own repair made of dental floss approximately 2inches. The foreign material was removed, and several defects became visible. Two of the defects showed a deep constriction through the fishing line where wires were visible, but not damaged. A dl sheath repair was performed, and the vad dl remain use.  No patient complications have been reported as a result of this event.